Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has an error 4 issue. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with insulin. The error 4 issue began 3 days prior to contacting lfs. Subsequently, the patient reportedly had "high blood sugars" symptoms. There was no report of any required medication treatment to suggest a serious injury at the time of concern. During troubleshooting, the patient verified the test strips are within the discard date. The patient was getting the error 4 message when testing with blood. The test sample was drawn into the test strip. The patient was using the testing procedure per the instruction for use. The issue was not resolved with training. This complaint is being reported because the patient claimed he had "high blood glucose sugar" symptoms. The product was replaced and requested back for investigation.

Manufacturer narrative:
Follow up #1 (06/05/2013)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on 05/22/2013 for this product and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on the retain test strips on (B)(6) 2013. The retain test strips failed the performance testing with blood and were found to be biased high at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.